Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. A portion of the suture thread is thin and discolored, as if it had been stretched with excessive force when it opened. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Component code: g07002. No device problem found. Additional information: d9, h3, h6. H3. Investigational summary: the product was returned to ethicon for evaluation. The returned product determined that one labeled winding former and one needle suture were received for analysis. Product code w9101h. Upon visual inspection of the two opened samples, the suture ends appeared broken and crushed. This damage caused the color to fade and altered the suture diameter. Given the current condition of the returned samples, it is not possible to determine the potential cause of the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.